Event description:
The rptr indicated that on the initial ECG, ddd pacing was seen. The programmer displayed a device reset screen when interrogated. ECG now showed vvi pacing at 70ppm. Device reset was performed followed by routine testing. An itp (inquire, telemetry, and print) was performed after the testing without device reset happening again. Pt has va conduction and has been complaining of dyspnea with activity. The pt also has pacemaker syndrome with vvi pacing.